Event description:
It was reported that the product is new, but after installation and running, the bulb does light.

Manufacturer narrative:
Additional information will be provided once investigation is completed.